Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown drug (concentrations and doses unknown), indicated for spinal pain. On (B)(6) 2018, it was reported that the patient had "the pump they had to recall," and had to have it replaced, where she "went through hell and back." No other information was provided.